Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure was the date of the total knee arthroplasty (B)(6) 2024? If no, please provide what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What was the reason as to why it was determined the patient required a re-operation? Please describe any medical/surgical intervention required for this suture event including dates and results. Upon re-operation, where was the break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure? Did the surgeon believe the patient had an infection? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent a total knee arthroplasty: tka on (B)(6) 2024 and a barbed suture was used. Post-op, about a week after the procedure, it was suspected an infection. The barbed suture, where it was at the joint capsule part, was broken. The exudate fluid was piled up in that area when the re-operation performed on (B)(6) 2024. Since the implant was not replaced when the re-operation performed, it is possible that it is not infected. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 health effect - clinical code additional information: b7 additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure¿obesity was the date of the total knee arthroplasty 25-jun-2024? If no, please provide¿yes what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?¿open on what tissue was the suture used?¿joint capsule what was the tissue condition (normal, thin, calcified, fragile, diseased)?¿not reported with abnormality was the fixation tab seated against the tissue at the initiation of suture use during the index procedure?¿yes were two reverse stitches performed across the incision prior to closure?¿yes what was the reason as to why it was determined the patient required a re-operation?¿swelling at the wound please describe any medical/surgical intervention required for this suture event including dates and results. ¿re-suturing in reoperation upon re-operation, where was the break noted (termination, middle, end)?¿unk can you describe the appearance of the stratafix suture during second procedure?¿broken did the surgeon believe the patient had an infection?¿the surgeon confirmed there was no infection please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection).¿n/a please provide the onset date/time of infection from the initial surgical procedure.¿no infection were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?¿no infection did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?¿unk were cultures performed? If so, please provide the results.¿yes. No infection how much and what type of drainage is present in this wound?¿unk please describe any medical intervention performed including medication name and results.¿no were any pre-op cleansing procedures changed recently? If yes, please describe.¿unk did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿no what symptoms did the patient experience following the index surgical procedure? Onset date?¿swelling at the wound site 1 week after initial operation other relevant patient history/concomitant medications?¿obesity what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿unk what is the patient's current status?¿no problem lot number? =>unk surgeon¿s name?¿unk I certify that all information that are known/available has been disclosed.